Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 212 mg/dl. The mother of the customer reported a compromised force sensor system error from the insulin pump. The mother of the customer also reported that insulin would not stop coming out during fill tubing. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with the compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing address/serial number label.